Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that high hv lead impedance was observed via remote transmission. Device was reprogrammed and impedance measurements were normal. A successful induction test was performed. The patient condition was good and will be monitored.